Event description:
It was reported that the second anchor did not deploy. No patient injuries reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device returned. The complaint stated: ¿it was reported that the second anchor did not deploy.¿ this device requires user advancement of the actuator lever to position the anchors at the tip of the delivery needle for manual stripping off of each. The protective blue split cannula was not returned. The white depth/penetration limiter was returned and has not yet been trimmed. T1, t2 and suture were not returned. The delivery needle has been manipulated. It is visibly bent and bowed. IFU warnings states: ¿do not bend delivery needle.¿ twist or bend can interfere with proper delivery of anchors. The manual advancement button and actuator were functional. No root cause related to the manufacture of the device was confirmed.